Event description:
It was reported that during a lung wedge resection procedure, the device produced misformed staples. Hand suture was used. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4): info anticipated, but unavailable at this time.